Manufacturer narrative:
Summary: 21 reciproc blue files r25 8/100 25mm 025 were returned (one file in loose + 20 unused files). The file in loose is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. For information, the second file which broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1777886, #1778428, #1778384, #1778429, #1779951, #1779100 and #1779327). Unused files were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the production vdw batch #397410 is conforming (representative sampling). No fault was found, production meets specifications. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Event description:
Additional information was received indicating that the broken portion of the file was removed from the patient¿s tooth.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. Broken part remains in root canal. Outcome of this event is unknown as of this MDR.